Event description:
It was reported that during a stent graft placement procedure, the outer sleeve allegedly came loose from the handle. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample was found in locked condition with loaded stent graft; the outer sheath was detached at the proximal end from the white nut which leads to confirmed result for detachment. There was no deformation on the outer sheath potentially indicating excessive release force. A manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as confirmed for detachment of the outer sheath from the handle. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use (IFU) state: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.', and 'when deploying the stent graft, the delivery system should be kept as straight as possible. Slight back tension on the handgrip is recommended to ensure that the delivery system is stationary and straight.' The IFU further state: 'prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment.' Regarding accessories the IFU state: 'the use of an appropriately sized introducer sheath is recommended.', and 'the fluency plus endovascular stent graft system is available in working lengths of 80 cm and 117 cm and it is compatible with 0.035" guidewires'; the packaging pictogram indicates the use of a 9f introducer. Regarding damage before use the IFU state: 'examine the packaging and endovascular system to determine if there is any damage, defects or if the sterile barrier is compromised. Do not use the device if any of these conditions are observed.' H10: g3. H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure, the outer sleeve allegedly came loose from the handle. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.